Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an alert for an out-of-range atrial pacing impedance measurement of 3000 ohms. Additionally, an alert for atrial arrhythmia burden (aab) of at least 24.0 hours in a 24-hour period was noted. Review of the presenting electrogram (egm) showed oversensing of atrial noise. Further in office review with a programmer was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an alert for an out-of-range atrial pacing impedance measurement of 3000 ohms. Additionally, an alert for atrial arrhythmia burden (aab) of at least 24.0 hours in a 24-hour period was noted. Review of the presenting electrogram (egm) showed oversensing of atrial noise. Further in office review with a programmer was recommended. The system remains in service and no adverse patient effects were reported. Additional information was received that this right atrial (ra) lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. Review of the presenting electrogram (egm) showed atrial loss of capture (loc). Additionally, a signal artifact monitor (sam) episode was stored resulting in the minute ventilation (mv) feature being disabled due to the out of range impedance measurements and detection of noise on the right atrial (ra) lead. Review of stored atrial tachy response (atr) episodes also showed undersensing of an atrial arrhythmia. The implanted device was reprogrammed to vvi with atrial sensing on. The physician plans to schedule the patient for a lead replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.